Event description:
A report was received that the patient was experiencing charging difficulties. The patient underwent an ipg site revision. During the revision, the ipg was replaced due to physician¿s preference and due to the charging issue. The patient was reportedly doing well.

Manufacturer narrative:
(B)(4) . The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.